Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy/hiatal hernia repair on the last firing by the fundus there were a few 'missing staples'.